Event description:
As reported by the sales rep, during prep the tech attempted to pre-load the wire into the stent delivery system, it got stuck inside the catheter, so he pulled hard and the catheter broke in half. It was noted that the tech prepping, the device had limited experience prepping stents. When the tech pulled on something, the catheter broke at the wire exit port. It was noted that the tech had no idea what he did or what he was pulling on. The product was not used in the pt. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.